Event description:
It was reported that faradrive steerable sheath clear was selected for use. The physician introduced the faradrive into the patient. Once removed, slow drip saline leak was noted from the hemostatic valve. Since the leakage was abnormal and continuous, the doctor decided to change it for a new faradrive without any effect on the patient. No blood leak nor any air was noted in the patient. No bubbles observed. The device is not expected to be return as disposed. No damage was noted on the device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.